Event description:
It was reported that before an unknown procedure, the device was fired outside the patient and there were no staples in the device. Another device was used to complete the procedure. There were no adverse consequences for the patient. Requested and received the following information on 3/10/2010: was a crunch sound heard? Yes. Was there any difference in the way the device was fired? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.